Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that the system had issues recognizing the active frame. It was reported that the active frame may become misrecognized. There was no delay and no impact on patient outcome. Additional information received reported that the frame recognition issue were resolved via troubleshooting for the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733438r, serial/lot #: (B)(6) h3: hardware analysis was completed on the returned frame. When connected to a known good system it was found that led's #3 and #4 were not firing. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.